Event description:
It was reported that following a pump replacement, the dosing was decreased and the surgeon felt the patient then went through intrathecal baclofen (itb) withdrawal and at which point was increased. The health care professional (hcp) felt the patient had some spinal cord issues and further imaging diagnostics were done. The catheter was found fractured and was revised. The pump was used to deliver lioresal 2000mcg/ml at a dose of 408.6mcg/day. On (B)(6) 2014, the pump was filled with saline. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
**Upon receipt of additional information, the previously reported narrative has been updated in this report. This event now pertains to the withdrawal experienced after the implantation of a new intrathecal pump (sn: (B)(4)) where "the dosing was decreased and the surgeon felt the patient then went through intrathecal baclofen (itb) withdrawal and at which point was increased". Refer to manufacturer's report #3004209178-2015-01359 for information regarding the catheter issues that the patient experienced since approximately 2012.** it was reported that following a pump replacement on (B)(6) 2014, the dosing was decreased and the surgeon felt the patient then went through intrathecal baclofen (itb) withdrawal and at which point was increased. The health care professional (hcp) felt the patient had some spinal cord issues and further imaging diagnostics were done. The pump was used to deliver lioresal 2000mcg/ml at a dose of 408.6mcg/day. On (B)(6) 2014 the pump was filled with saline. Additional information was received from a healthcare provider on (B)(6) 2015. When the patient presented for a routine pump replacement due to end of battery life on (B)(6) 2014, the patient had no new symptoms of increased spasticity and felt the pump was working well prior to the replacement. During surgery, a decision was made to leave the catheter alone and implant a new pump and turn the pump to minimum rate. Imaging then confirmed a catheter fracture, so the baclofen was weaned and the pump was eventually explanted on (B)(6) 2015. On (B)(6) 2014, the pump was filled with gablofen 2000 mcg/ml (dose 96 mcg/day). On (B)(6) 2014, the pump was filled with saline and remained in the pump until the pump was explanted on (B)(6) 2015. It was not specified the type of baclofen in the pump prior to the (B)(6) 2014 pump replacement surgery, therefore suspect medication lioresal remains for these events.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding a catheter event. On (B)(6) 2014, the patient underwent MRI (magnetic resonance imaging) prior to having surgery due to stenosis. It was determined from this MRI that the catheter was disconnected somewhere around the back. It had been disconnected for a year per a previous x-ray. On an unreported date, the pump system was explanted.